Event description:
A patient's relative contacted baxter regarding assistance with a system error 2240 while using the homechoice (hc) during an unspecified cycle. The supply bag had fallen down by mistake (due to user error). The patient elected to finish therapy manually. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. As per the investigation, cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. A review of all batch record documents was performed with exception issues noted during the manufacturing process for extra sheeting on cassette. Quality re-inspection was acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).